Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. No unexpected failed battery test, bad battery and battery out limit alarm noted during testing. Also no unexpected bolus stopped alarm during testing. The insulin pump was received with scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a failed battery test alarm and bad battery alarms. The customer's blood glucose was 487 mg/dl at the time of incident. The customer's blood glucose was 187 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with bolus and brought down to 348 mg/dl. The customer performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.